Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a severed cannula wing tab within the cannula shaft. Based on the condition of the returned unit, the severed wing tab did not originate from the returned cannula as no damages were observed on the returned cannula¿s wing tab. It is possible the wing tab found within the cannula shaft became lodged within the cannula sometime during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: unknown. Event description: when the obturator was putting inside the sleeve it stopped and didn´t go in. The kii sleeve has not been in the patient. No clinical impact on patient. Additional information received from an applied medical representative via email on 02sep2024: device mode was confirmed as kii sleeve cts12, lot number: 1512222. Intervention: they took a new one. Patient status: no patient status provided; event occurred before use.